Event description:
Electric lvad failure. The alarm light came on & the audible alarm sounded. Alarms cleared when the pt was repositioned. There was no interruption in the pumping. About 1 hr later, the alarm code 2 sounded & the system controller changed to the auto mode. A few minutes later the light alarm came back on with the display reading "broken lead". The percutaneous lead was tightened. The lvad changed to the fixed mode, but later went back into the auto mode. About one hr after this, the alarm went off again with a display of "no operation", "low flow" & the system reverted to the fixed mode. Then the pump stopped working. The pt was hand pumped, while the system was switched to the pneumatic back-up. When the pt began to desaturate with increasing respiratory distress, he was taken to or for vad replacement. Post-op, pt remained unresponsive, pupils were fixed & dilated; he was declared brain dead.